Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 13-nov-2021, UDI#: (B)(4); product ID: 977a160, serial/lot #: (B)(4), ubd: 13-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient was experiencing extreme pain when 8-15 lead was activated. Felt it from shoulders down to feet. Patient being evaluated for other nerve complications at play - has nothing to do with faulty scs. It was determined that when the 8-15 lead was activated, it caused extreme pain throughout patient's whole body. 0-7 lead did not cause any pain. Hcp believed this to be related to nerve issues again and not a faulty scs. System was explanted. Issues resolved. No further complications were reported/anticipated.